Event description:
It was reported the device had possible early battery depletion. Also, the right ventricular (rv) lead threshold was greater than 5 volts at 1.5 milliseconds. The device was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.